Event description:
During the typical atrial fibrillation procedure, while mapping in the left atrium, a pericardial effusion occurred due to a wrong rotation with the advisor catheter by the physician requiring a pericardiocentesis. After the puncture in the left atrium the tacticath catheter stopped showing pressure. After reconnecting the catheter it showed pressure again. Mapping was started with the advisor spiral catheter, however, mapping could not be done in the lower vein, so it was exchanged with a tacticath ablation catheter again. The patient became hypotensive and so an echo was performed which found a small pericardial effusion on the ritsch in the left side of the heart under the laa. Too much pressure was built up in search for the left lower vein and a wrong turn was made by the physician while using the catheter. A pericardiocentesis was done stabilizing the patient, who was then transferred to the monitoring ward. The pericardial effusion was not caused by the tacticath, but by the wrong rotation of the advisor by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.